Manufacturer narrative:
D4: device information is unavailable, the serial number/lot number cannot be located. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the physician felt that graft lock clips were not tight enough and less tight than usual there was leaking around the sheath between the sheath and graft. It was reported that the procedure was successful. Clinical review an impella 5.5 device was inserted via right axillary subclavian artery access using an axillary insertion kit into a 73-year-old male who presented with acute decompensated chronic cardiomyopathy. The patient was classified as sky stage e and had a medical history significant for renal insufficiency. He required ventilator-dependent respiratory support, inotropes, and vasopressors. Following placement of the impella 5.5, the provider reported concern that the graft lock clips were not secured as tightly as usual. Leakage was observed at the interface between the graft and the sheath. The patient experienced a major bleed, and a device revision or replacement was performed related to the axillary insertion kit. Based on comprehensive review, the bleeding was attributed to procedural and handling factors associated with graft and sheath securement during large-bore axillary access in a critically ill patient. Review did not identify evidence suggesting a causal relationship between the impella 5.5 device and the reported event. The patient survived.

Event description:
This impella axillary insertion clamp device report is one of two devices associated with the event. The related manufacturer report number for the medical device report on the impella introducer is in process.

Manufacturer narrative:
B1: omitted serious injury and verified product problem. B5: added related device information. D4: corrected catalog number, serial number, expiration date. H1: corrected to malfunction . H4: corrected manufacturer date. H6: omitted f1905, a04. Added f11, a0404.

Manufacturer narrative:
D6b updated. The investigation is still ongoing.